Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: mdt-unknown lead, 694765 lead, mdt-unknown lead. (B)(4).

Event description:
It was reported that approximately four months after a device change out the patient presented to the hospital with respiratory problems. The patient was initially treated for heart failure. A few days later the patient was transferred to intensive care unit with symptoms of septic infection and blood cultures exhibit growth of (B)(6). Transesophageal echocardiogram (tee) showed flowing vegetation on the atrial lead. The patient received intravenous antibiotics and the system was explanted. The patient is enrolled in the wrap-it clinical study. No further patient complications have been reported as a result of this event.